Event description:
On (B)(6) 2012, the patient was implanted with three gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that images (date unknown) from a routine follow up visit, revealed a proximal type I endoleak. A reintervention was performed on (B)(6) 2014. There were no patient anatomy anomalies reported and it is unknown if there was aneurysm sac enlargement. The physician implanted an extender component and the endoleak was resolved. The patient tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that the lot met all pre-release specifications. The gore excluder aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to endoleak. Patient¿s current medications: spiriva, lipitor, atenolol, aspirin, and potassium.